Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
The complaint states that "skin reaction" was reported. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient developed a rash, redness, inflammation, blisters, dry skin, and drainage extending beyond the patch perimeter. The patient had itching and burning sensations in the area. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2025, the patient started a course of prescription oral antibiotics (cephalexin 500 mg capsules, taken four times every six hours for five days (total of 20 capsules); along with a topical antibiotic treatment (mupirocin 2% ointment, to be applied to the skin three times daily for seven days). The patient reported the event using a web self-service form and at the time of the on (B)(6) 2025, tech support follow up call, the patient opted to communicate only via email and no prescription medication information was provided. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.